Manufacturer narrative:
Mastergraft granules. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a posterolateral fusion l4-l5 due to spondylolisthesis, scoliosis, and stenosis. 8 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 1000 ccs, or time was 360 min, hospital stay was 336 hrs. 0.5 months post-op, the patient presented with a left l4 pars interarticularis fracture. 7 months post-op, the patient underwent 3 surgeries. First surgery was a facectomy at l4-5 on the left and foraminotomy with excision of the complete inferior articulating facet at l4-5 and neurolysis of the l5 nerve root; exploration at l5-s1 with neurolysis of the s1 nerve root; incision and drainage of the spinal wound. Second surgery was the removal of previously inserted hardware; laminectomy, facectomy and foraminotomy at l4-5 and l5-s1; neurolysis of nerve roots with removal of extensive scarring under the operating microscope; exploration of previous spine fusion; spinal fusion, l4 through s1. Third surgery was a lumbar laminectomy, facectomy and foraminotomy, l4-5 and l5-s1; spinal fusion l4-5 and l5-s1; exploration of previous fusion; segmental fixation of lumbosacral spine using pedicle screws; left iliac bone graft; morcellinzed allograft with local bone allograft and recombinant bone morphogenic protein. The patient returned to work 994 days post-op. The patient was last seen 11 months post-operatively; no additional complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients underwent posterolateral fusions using rhbmp-2/acs. Fusions were from 1 to 4 levels. An unknown time post-operatively two patients required reoperation on at least one of the original surgical levels.